Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the right ventricular lead had low impedance. The physician decided to replace the lead due to pacemaker dependence. The lead was capped and replaced. The patient was stable.

Event description:
New information received notes that lead was capped on (B)(6) 2019 due to an insulation issue.